Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that there was no communication with the pulse generator due to memory loss affecting the model number of this device. The device was at end-of-life (eol) due to normal battery depletion.

Event description:
It was reported that the pulse generator could not be interrogated.